Manufacturer narrative:
(B)(4). Software version = 5.2a. Retainer ring = black. Case type = ngp. On (B)(6) 2022, the customer alleged was for cosmetic damage located at the back and high blood glucose. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, and self-test. Thump was utilized and downloaded trace/history files properly. Pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing, however, damages to the retainer ring was noted during inspection. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, partially broken retainer (chipped), cracked case-corner of belt clip rails, and pillowing keypad overlay. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high blood glucose. Damages to the retainer ring was confirmed. Moisture damage was confirmed on the force sensor and motor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic stated that the cracked in whole back of insulin pump. No harm was required during medical intervention. The devise was returned for analysis.